Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The patient experienced seizures. The patient´s parent treated the patient with 10 grams of glucose gel. At an unspecified time of the event the cgm was reading 11.0 mmol/l and the blood glucose reading was 2.6 mmol/l. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.